Manufacturer narrative:
(B)(4).

Event description:
The consumer reported they needed to increase stimulation to 4.0 per the healthcare provider's (hcp) instructions, but when the patient attempted to increase the stimulation, the screen appeared indicating that only a clinician can change the patient's settings. The issue occurred (B)(6) 2015. It was indicated the patient's settings were originally set up on 3.0 but somehow, stimulation decreased to 2.0. The caller could not get the stimulation to increase back up to 3.0. The patient began trial last thursday, (B)(6) 2015. It was noted the patient still had to catheterize herself because the patient was not getting enough stimulation to make the patient go pee. There really were no changes because the patient could not get on the setting she was supposed to be on. The issue was identified as gradual. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.